Manufacturer narrative:
Other device involved in this complaint: bat213355 - battery / catalog number 1650de / expiration date: 31/jan2017 UDI #: n/a. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that two batteries were not providing power to the controller. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that (B)(4) were not able to be recognized by the controller. The two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries met specifications; the devices passed visual examination and functional testing. As a result, the reported event could not be confirmed or duplicated during testing. The batteries were able to be recognized by a controller and adequately provide power. Medical device: (B)(4), UDI #: (B)(4). Device available for evaluation? 08/15/2017. Device evaluated by manufacturer? Yes, returned to manufacturer. Device manufacture date: 01/06/2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.